Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the physician scheduled the patient for right ventricular lead revision due to raising capture threshold along with generator replacement. During the procedure, the physician was unable to gain access as the vein was occluded and decided not to explant the right ventricular lead. The new system was implanted on the right side and to avoid any possibility of oversensing the physician opted to place the right ventricular lead into the left ventricular lead port and vice-versa. The lead parameters were tested and were found to be good despite the high threshold on right ventricular lead. The patient was stable post procedure.